Event description:
Channel two was involved in an underdelivery. Channel one was programmed at 200 ml/hr to administer 150 ml of vancomycin from a buretrol administration set. After 2 hours, 50 ml of solution was still underlivered. The vtbi was reset to deliver the remaining 50 ml. However when the pump alerted vtbi=0, there was still 30 ml left in the burette. The infusion pump was removed from patient use. No patient injury was reported.